Manufacturer narrative:
A ge service rep performed an on site investigation. The hand controller was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the hand controller on the 2500 system was inoperable. The table top motion could still be controlled with the foot switches. No pt injury was reported.